Manufacturer narrative:
An analysis of the data logs from the subject event has been performed. It concluded that a collision between the arm of the robot and the support arm caused the error and the forced shutdown of the device. It is a normal behavior of the device. A second collision occurred while the user was trying to clear the robot arm and resulted in the same error and forced shutdown. The user restarted a second time the device and managed to free the robot arm. The user manual indicates how to avoid robot arm collisions. Indeed, the device is equipped with a vigilance device for monitoring the robot arm movements. The robot arm will only move if the user presses the pedal. This operating principle applies to all steps of the device use, including automatic motions and cooperative mode. As soon as the user releases the pedal, the robot arm movement is interrupted and the interface requires confirmation before resuming movement. Based on the investigation performed, the technical root cause of the event was determined to be use error.

Event description:
The company field service engineer (fse) was present for a seeg case. At 11:28 am, the robot collided with the arm that attaches to the head holder. When restarting the robot for the protocol to remove the collision, the robot shut down again at 11:32 am with the message, 'unrecoverable error detected. The device will shut down.' When turning the robot on again, we were able to remove the collision with the clearing protocol and continue on with the case. This occurred while driving to a trajectory during the seeg case.

Manufacturer narrative:
The device has not been evaluated yet for investigation purpose. Once the evaluation is performed, a follow-up medwatch report will be submitted. Unique identifier (UDI) #: (B)(4).

Event description:
The company field service engineer (fse) was present for a seeg case. At 11:28 am, the robot collided with the arm that attaches to the head holder. When restarting the robot for the protocol to remove the collision, the robot shut down again at 11:32 am with the message, 'unrecoverable error detected. The device will shut down.' When turning the robot on again, we were able to remove the collision with the clearing protocol and continue on with the case. This occurred while driving to a trajectory during the seeg case.